Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, oversensed noise was observed resulting in a stored nonsustained ventricular tachycardia (vt) episode. An invasive procedure was performed. This lead was successfully explanted and replaced. The device remains in service. No additional adverse patient effects were reported.